Manufacturer narrative:
The lens was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and viscoelastic were indicated. The handpiece indicated is not the qualified handpiece for company lens. The product investigation could not identify a root cause for the reported complaint. The product was not returned. No determination can be made without physical evaluation of the complaint sample. A non-qualified handpiece was indicated. Per the instructions for use (IFU): the company intraocular lens delivery system is for implantation of qualified company foldable intraocular lenses. No unqualified lenses should be used with the company intraocular lens delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lenses. Company foldable intraocular lenses are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens and potential complications during the implantation process. Follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in intraocular lens damage. Instructions for use (IFU) note: during lens loading and insertion, do not allow the company uv absorbing intraocular lens to remain in a folded condition within the selected intraocular lens delivery system for more than 3 minutes prior to completing insertion into the capsular bag. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during a cataract extraction with an intraocular lens (iol) implant procedure, they found smudged lens and it was removed by irrigation and aspiration. Additional information was received stating one day post operation patient was seeing shadows and glare.